Event description:
It was reported that during an endoscopy procedure, the video processor displayed image with spots, which caused the procedure that normally takes 20 to 40 minutes, to be completed in 1 hour and 30 minutes. This occurred while the patient was under sedation. There were no reports of patient or user harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h4 and h6. Corrections to b1, b2, and h1. The device was returned for investigation and a service inspection was performed. The device underwent a visual inspection and functional tests to assess the device status. Based on the results of the investigation, the customer allegation could not be confirmed. The device inspection has no finding regarding image with spots. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made three attempts to receive more information from the customer without success. Thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported, and other findings would not cause or contribute to a death or a serious injury if it were to recur. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.